Manufacturer narrative:
As reported, approximately 10 years post implant of a 3dmax light mesh, exposed mesh was noted in the bladder requiring additional surgery. Based on the information provided, it is unclear what may have caused the issue that presented. No conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s clinical course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event and date of explant (B)(6) 2023) are estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, 3dmax light mesh was implanted during a laparoscopic inguinal hernia repair on (B)(6) 2013. In 2023 the patient was not feeling well and underwent an mir and cystoscopy, which showed exposed mesh in the bladder. In (B)(6) 2023, the patient underwent a partial resection and partial cystectomy.